Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests; however, the pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; it may have had an intermittent failure that was not detected during testing. The following cosmetic damage was also noted: cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during the priming process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The customer was able to prime and rewind the pump. The customer was advised to revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.